Event description:
The report rec'd from the affiliate indicated that approximately six (6) hours after the index procedure, the pt complained of chest pain. Coronary angiography was done and thrombus was observed in the second (2nd) of the two (2) cypher stents implanted during the index procedure. The stent involved was a cypher 3.0 x 23mm stent implanted in the distal circumflex target lesion. There was no reported problem with the other stent implanted during the index procedure. The acute thrombosis was treated by aspiration of the thrombus and balloon angioplasty with unknown inflation pressure/duration. The physician's comment regarding the possible cause of the thrombotic event was that it may be due to the fact that there was an under-dilated portion of the stent and that the pt's antiplatelet therapy was changed from ticlid to cilostazol due to liver failure.

Manufacturer narrative:
The index procedure was an elective case. Lesion #1-1: the target lesion was the postero-lateral (pl) branch. The lesion was reported to be: de novo, eccentric, vessel diameter of 2.41 mm, 19.2 mm in length, and type b2. The lesion was pre-dilated with a 3.0x15mm balloon at 10 atm for 30 sec. A cypher 3.0 x 18 mm stent (stent #1) was implanted at 12 atms for 30 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 16 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Lesion #1-2: the target lesion was the distal circumflex. The lesion was reported to be: de novo, eccentric, vessel diameter of 2.94 mm, 25.7 mm in length, calcified, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 10 atm for 30 sec. A cypher 3.0 x 23 mm stent (stent #2) was implanted at 12 atm for 30 sec. The stent was post-dilated with a 3.0 x 15 mm balloon at 18 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. There was an untreated lesion reported distal to the stent. The proximal edge of the stent was reported to be under-dilated and not treated due to plaque, not wanting to go over the 18 atm of pressure to post-dilate, and the vessel diameter being over 2 mm. An act was not done. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.